Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed on the pacemaker whereby remote transmission showed the incorrect date as the year 1970. A manual transmission was sent to determine if a telemetry issue had caused the incorrect reporting dates. The manual transmission was examined and everything looked normal with correct dates. No further action was needed. There were no patient consequences.